Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they met with the patient for reprogramming. The rep stated that per the patient, the device has continually gotten better. They noted that it was determined that the stimulation was shutting off by itself because the battery was running out, and not being charged in time. The rep stated that there were no issues during implant or after. The rep is meeting with the patient after thanksgiving. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported the ins was turning on/off unexpectedly by itself. The patient reported that every other day or every third day the implant was turning off by itself. The patient said when he checks the implant with the controller the controller says the implant is 100% charged. The patient reported he then has to turn stimulation back on and it will work that night. The patient said then the implant turns off by itself the controller is in the kitchen charging and they don¿t touch the controller until the next day when they need to charge the implant. The patient said the charge the implant every day and sometimes twice a day. The patient said on the morning of the call the implant was dead, so they charged up the implant but did not have to turn the implant back on. It was reviewed that when the controller is plugged in charging in a different room it cannot turn stimulation off. It was reviewed that if the battery depletes, ins will turn off until implant is charged and turned back on. The patient said this morning the implant was dead, and it was not turned off. Low ins battery message versus message that says stimulation has stopped due to implant battery level was reviewed. The patient mentioned he changed groups, so the new group might not deplete ins as fast. This started a little over a week ago, after manufacturer representative (rep) reprogrammed the device. It was further reported that the device was not working very well and patient had been having pain since she got the device. The evaluation worked well. The patient said the evaluation was 5 days and 2 days during the evaluation the patient was pain free and other days her pain level was 2 or 3 at the most. The patient had been reprogrammed but so far, the reprogramming had not helped with the pain. The patient was recently given 3 groups to try and they just changed to a different group. No further complications were reported/anticipated.